Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Subsequently, the customer went to the emergency room. The customer did not receive treatment and bg level was only monitored while in the ER. Customer updated their pump settings to address the event.